Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the transfer set was identified. As the sample was discarded, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life transfer set came ¿undone / loose¿, resulting in a leak of dialysis solution. This occurred while the patient was connected to the setup. A non-baxter adaptor was reportedly involved in the incident and was still in use after the incident. After this event, the patient received prophylactic antibiotics as a precaution and required a new set; however, there was no patient injury associated with this event. No additional information is available.